Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to full segment display. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer reported that the drive support cap appeared normal. The troubleshooting was performed for the motor error alarm. The insulin pump will be returned for analysis.